Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with ciflox injection (200mg, route and frequency were not reported), amikacin injection (100mg, route and frequency were not reported) and heparin injection (1000u, route and frequency were not reported) for peritonitis. At the time of his report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient was hospitalized for five days. On an unreported date, the patient was treated with ciprofloxacin injection (100mg each bag, duration, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event after one week. Should additional relevant information become available, a supplemental report will be submitted.